Event description:
It was reported when the device was used in a zenkers diverticulum procedure, the staples would not close. The staples were manually removed. Another device was used to complete the case. There was no patient consequence.